Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the insulin gauge was intermittently inaccurate. The customer continued to use the pump for insulin therapy. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.